Manufacturer narrative:
Philips service replaced the power supply and image disk and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that post-processing failure occurred, and power supply was replaced on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.